Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: b2. Outcomes attributed to the adverse event were erroneously omitted from the initial and supplemental 001 3500a medwatch. H3. Was erroneously omitted from the initial and supplemental 001 3500a medwatch. Additional codes. Annex f codes were erroneously omitted from the initial and supplemental 001 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the right carotid artery was used to advance the delivery catheter system (dcs) to the aortic annulus. The valve was then deployed and recaptured twice. After final deployment of the valve, the patients blood pressured decreased. Subsequently, a computed tomography angiogram (cta) was obtained, which revealed a left ventricle perforation. In turn, the patient was put on cardiopulmonary bypass (cpb), and the attending surgeon opened the patient's chest to surgically close the tear. The patient was then transported to the intensive care unit (ICU) for recovery, where their blood pressure continued to decrease. The patient ultimately died. Per the physician, the cause of death was the left ventricle perforation from the confida guidewire, with the right carotid access also contributing. Additional information was received that prior to use, the tip of the guidewire was not manipulated. The guidewire was inspected prior to use for any bends, kinks, coil separation, or other damages. The guidewire was introduced into the ventricle through a catheter that was already positioned in the left ventricle, and was placed in the apex of the left ventricle using a pigtail catheter. Throughout the procedure, the guidewire position was monitored to ensure the guidewire transition point was above the apex, pointing away from the ventricle wall. During the procedure, the guidewire was repositioned. However, the guidewire was not torqued or twisted. The guidewire position was visually monitored throughout the procedure using two projections to ensure guidewire placement and stability. There was no resistance felt with the guidewire. During valve release, there was no forward movement of the guidewire. Per the physician, it was unknown whether the valve caused or contributed to the perforation. Additional information was received to report the valve was deployed and recaptured twice due to the valve moving ventricular during deployment. Per the physician, the valve did not contribute to the patient's death; however, it is unclear if the dcs manipulation contributed to the death as the dcs may have been a contributing factor to the left ventricle perforation.

Manufacturer narrative:
Image review: seven fluoroscopic media files were reviewed. The patient¿s executive summary was available, permitting complete anato mical assessment. The patient¿s aortic valve appeared to be mildly calcified with an annulus perimeter that measured 60.8 millimeter (mm) with a perimeter derived diameter of 19.4mm suggesting a 23mm evolut. It was reported that right carotid access was the selected route to deliver the valve. As stated in the instructions for use (IFU): patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329. Right carotid artery measurements were within the recommended criteria of =5mm. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A fluoroscopic image of the guidewire positioned in the left ventricle reveals an abnormal appearance of the guidewire, which remained throughout the procedure. Medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. There is evidence of at least two recaptures, as the first two deployment attempts resulted in a deep position of the valve in relation with the non -coronary cusp. Valve depth prior to release was approximately 0mm on the non-coronary cusp. Depth on the left coronary cusp was not available; therefore depth on the left cusp remains unknown. A left ventriculogram performed post implant shows evidence of a possible left ventricular perforation identified by contrast extravasation. It was reported that surgical intervention was performed which confirmed the left ventricular perforation, but the patient ultimately died. Evidence suggests that the guidewire most likely contributed to the left ventricular perforation and subsequent death. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); death. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the right carotid artery was used to advance the delivery catheter system (dcs) to the aortic annulus. The valve was then deployed and recaptured twice. After final deployment of the valve, the patients blood pressured decreased. Subsequently, a computed tomography angiogram (cta) was obtained, which revealed a left ventricle perforation. In turn, the patient was put on cardiopulmonary bypass (cpb), and the attending surgeon opened the patient's chest to surgically close the tear. The patient was then transported to the intensive care unit (ICU) for recovery, where their blood pressure continued to decrease. The patient ultimately died. Per the physician, the cause of death was the left ventricle perforation from the confida guidewire, with the right carotid access also contributing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: additional codes. Annex g g04062 was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the right carotid artery was used to advance the delivery catheter system (dcs) to the aortic annulus. The valve was then deployed and recaptured twice. After final deployment of the valve, the patients blood pressured decreased. Subsequently, a computed tomography angiogram (cta) was obtained, which revealed a left ventricle perforation. In turn, the patient was put on cardiopulmonary bypass (cpb), and the attending surgeon opened the patient's chest to surgically close the tear. The patient was then transported to the intensive care unit (ICU) for recovery, where their blood pressure continued to decrease. The patient ultimately died. Per the physician, the cause of death was the left ventricle perforation from the confida guidewire, with the right carotid access also contributing. Additional information was received that prior to use, the tip of the guidewire was not manipulated. The guidewire was inspected prior to use for any bends, kinks, coil separation, or other damages. The guidewire was introduced into the ventricle through a catheter that was already positioned in the left ventricle, and was placed in the apex of the left ventricle using a pigtail catheter. Throughout the procedure, the guidewire position was monitored to ensure the guidewire transition point was above the apex, pointing away from the ventricle wall. During the procedure, the guidewire was repositioned. However, the guidewire was not torqued or twisted. The guidewire position was visually monitored throughout the procedure using two projections to ensure guidewire placement and stability. There was no resistance felt with the guidewire. During valve release, there was no forward movement of the guidewire. Per the physician, it was unknown whether the valve caused or contributed to the perforation.